Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 320-330 mg/dl. Cause of bg level was not known. Customer administered manual injections and went to the emergency room. Customer was discharged the following day and reverted to an alternate method of insulin therapy. No additional information regarding this event was provided.